Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the wholey wire int j guidewire 145cm, the spring came off the wire while in the patient, causing the wire to break apart within the catheter. The detached component remained within the catheter and was retrieved by removing the entire catheter. The procedure was completed using a new wholey guidewire.. The patient was alive with no injury. No patient complications have been reported as a result of this event.